Event description:
It was reported that a part of this insertable cardiac monitor (icm) device had come out through the incision site; hence, the physician decided to remove the device from the patient. It was noted that during initial implant, the incision was not closed using a stitch. There were no signs of infection, but the physician decided to prescribe a short round of prophylactic antibiotics to the patient. In addition, the physician plans to implant a new icm device in the future, once the incision site heals completely. Furthermore, it was noted that the implanter would receive additional implant training to avoid recurrence of the reported issue. No additional adverse patient effects were reported. This icm device was discarded by the physician; therefore, it is not available for return.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding date of event. At this time, no further information is available. Should additional information become available this report will be updated.